Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the emboshield nav6 embolic protection system (eps) the filter was unable to load onto the delivery catheter (dc) pod. A new emboshield nav6 was used to complete the procedure. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided. Device analysis identified black material from inside the dc pod had transferred onto the filtration element and tray tubing.

Manufacturer narrative:
Visual, dimensional, functional, and ftir (fourier transform infrared spectroscopy) analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned delivery catheter (dc) pod. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. Fourier transform infrared spectroscopy (ftir) testing was performed on the black material noted within the tray tubing and on the filtration element. The results noted that the identity of black material is not confirmed but could be silicone. Review of the materials used in the product specification did not find a specific match; however, it was observed that siloxanes and silicones solution is listed as a component with the pod lubrication. It may be possible that traces of the pod lubrication were identified in the ftir testing. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the delivery catheter pod and preventing the filtration element from being able to load properly; however, this could not be confirmed. In addition, there was a black substance noted on the returned tray tubing and filtration element. The identity of the material was unable to confirmed with ftir testing. The black substance was not reported and was not noted during the attempt to prepare the device, suggesting that the substance may have been introduced during post-procedural handling or during packaging for return to abbott; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.